Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an impacted mobile power unit (mpu) ac power cord. The site requested a replacement ac power cord with a working locking mechanism.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a misaligned mobile power unit (mpu) ac power cord v-lock connector was not confirmed. The mpu (serial number: (B)(6)) was not returned for evaluation. Attempts were made to obtain additional event information, but no response was received. A corrective action was initiated to investigate the misaligned mpu ac power cord v-lock connector; however, this corrective action could not be conclusively correlated to this investigation because the event was unable to be confirmed. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate mpu ac power cord field action issued by abbott on 19jun2025. No further information was provided. The manufacturer is closing the file on this event.